Event description:
The dilatation catheter was being used to inflate a coronary stent in order to open blockage in the pt's right coronary artery. Upon removing the deflated balloon after stent inflation, the balloon's material apparently got stuck on the wire struts of the stent and became separated from the catheter shaft. Therefore, the balloon remained in the vessel after the catheter was withdrawn. Snaring of the balloon failed, so an add'l stent was applied and caused the balloon to be flattened and sandwiched between the two stents. The balloon is held against the vessel wall between the two stents in order to allow blood-flow; it is permanently trapped there, so it will not become mobile in the vessel. Open-heart surgery to remove the balloon was not an option, as it would have placed this pt at greater risk of complications. Imaging following this corrective procedure showed an open vessel; the pt's vitals signs were stable, and pt had no complaints of chest pain. Fortunately, the pt has an unusually large right-coronary artery, which favored good blood-flow in spite of the presence of the flattened balloon held against the vessel wall by the two stents. The pt, who was fully apprised of the equipment malfunction and the presence of the indwelling balloon in the artery, is expected to remain on coumadin indefinitely as a precautionary measure.